Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, a patient experienced an acute myocardial infarct (ami), thrombosis, positive vessel remodeling and stent fracture approximately thirty eight months after stent device implant. At the time of the elective procedure, angiography revealed 90% stenosis to the distal right coronary artery (rca). The lesion was described as being 15mm in length, de novo, concentric, flexed and class b2. The reference vessel diameter was 3.0mm. A 3.0 x 18mm cypher bx was implanted at an unknown inflation pressure. The pre and post timi flow was 3 and the residual stenosis was 0%. Ivus was not conducted and it is unknown if post dilation was performed. No complications were reported. Approximately, thirty eight months after the stent procedure, the patient went to the hospital due to chest pain. The patient was diagnosed with an ami. The angiography and ivus conducted at this time indicated thrombus at the proximal edge inside of the cypher bx. The thrombus was treated with a balloon angioplasty and intracoronary infusion of argatroban hydrate. During the treatment, incomplete stent apposition (isa) due to vessel enlargement was noted. The vessel diameter was at a maximum of 6mm around the stent. It was also noted, that there was a stent fracture on the proximal portion of the cypher bx. The external elastic membrane area was confirmed to be enlarged by ivus. Both the isa and the stent fracture were also treated with balloon angioplasty. Per the investigator, the thrombosis was possibly related to the patient discontinuing the use of anti-platelet agent at his own discretion six months after the initial procedure. The investigator also reported that both the stent mal-apposition and stent fracture were due to the vessel enlargement and smoking. The flexed lesion was also reported as being possibly related to the stent fracture and the possible cause of the positive modeling was the effect of the stent polymer. The patient was administered with aspirin and clopidogrel sulfate post procedure. Additional information received on (B)(6) 2012. At the time of the stenting there was no pre-existing thrombus and physician reported the stent implant lesion to be in good condition. At the time of the stent fracture and mi, there was no in-stent restenosis, only thrombosis. It is unknown the percentage of occlusion within the stent at the time of the fracture/thrombosis. The stent was reported to be partially fractured. The patient's condition was reported as stable. The stent remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stent fracture is a known potential adverse event associated with cypher stent implantation procedures and is listed in the IFU (instructions for use) as such. There are multiple factors that can contribute to stent fracture in the coronary arteries. The coronary arteries are very dynamic vessels that undergo biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that stent fractures occur in cases of multiple stents and overlap related to an abnormal stress area that is created. The cypher stent was implanted to treat instent stenosis of a previously placed stent. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The patient was maintained on an anti-platelet regimen as per the IFU. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Positive vessel remodeling and stent malapposition are known potential adverse events associated with coronary stent implantation. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Positive vessel remodeling may occur after stent implantation due to the outward radial pressure of the stent on the vessel walls. This may lead to poor stent apposition, increasing the chances of thrombosis in the resultant gaps between the stent and vessel wall.

Event description:
As reported by an affiliate, a patient experienced an acute myocardial infarct (ami) approximately thirty eight months after stent device implant. At the time of the elective procedure, angiography revealed 90% stenosis to the distal right coronary artery (rca). The lesion was described as being 15mm in length, de novo, concentric, flexed and class b2. The reference vessel was 3.0mm in diameter. A 3.0 x 18mm cypher bx was implanted at an unknown inflation pressure. The pre and post timi flow was 3, residual stenosis was 0% and the stent implanted lesion was in good condition. There was no pre-existing thrombus reported at the time of stenting. Ivus was not conducted and it is unknown if post dilation was performed. No complications were reported. Approximately, thirty eight months after the stent procedure, the patient went to the hospital due to chest pain. The patient was diagnosed with an ami. The angiography and ivus conducted at this time indicated thrombus at the proximal edge inside of the cypher bx, however, no in-stent restenosis was noted. It is unknown the percentage of occlusion within the stent at the time of the fracture/thrombosis. The thrombus was treated with a balloon angioplasty and intracoronary infusion of argatroban hydrate. During the treatment, incomplete stent apposition (isa) due to vessel enlargement was noted. The vessel diameter was at a maximum of 6mm around the stent . It was also noted, that there was a partial stent fracture on the proximal portion of the cypher bx. The external elastic membrane area was confirmed to be enlarged by ivus. Both the isa and the stent fracture were also treated with balloon angioplasty. Per the investigator, the thrombosis was possibly related to the patient discontinuing the use of anti-platelet agent at his own discretion six months after the initial procedure.

Manufacturer narrative:
The investigator also reported that both the stent mal-apposition and stent fracture were due to the vessel enlargement and smoking. The flexed lesion was also reported as being possibly related to the stent fracture and the possible cause of the positive modeling was the effect of the stent polymer. The patient was administered with aspirin and clopidogrel sulfate post procedure. The patient's condition was reported as stable. Additional information will be submitted within 30 days upon receipt.